Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior, posterior repair and vault suspension with graft placement; due to vaginal prolapsed, cystocele and vaginal wall prolapse.

Event description:
It was reported that the patient underwent gynecological procedure to treat pelvic organ prolapse on (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues, including a revision surgery in (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pelvic discomfort, pinching sensation vaginally, and infection. It was reported that patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6) due to vaginal erosion of mesh and microhematuria. It was reported that patient underwent removal of eroded prolift mesh on (B)(6) 2012 by dr. (B)(6) due to eroded prolift mesh and pelvic pain. It was reported that patient underwent excision of eroded vaginal mesh on (B)(6) 2014 by dr. (B)(6) due to vaginal mesh erosion, pelvic pain, urinary frequency, and urgency.

Event description:
It was reported that following insertion the patient experienced pelvic discomfort, pinching sensation vaginally, and infection. It was reported that patient underwent mesh excision on (B)(6).2012 by dr. (B)(6) due to vaginal erosion of mesh and microhematuria. It was reported that patient underwent removal of eroded prolift mesh on (B)(6) 2012 by dr. (B)(6) due to eroded prolift mesh and pelvic pain. It was reported that patient underwent excision of eroded vaginal mesh on (B)(6) 2014 by dr. (B)(6) due to vaginal mesh erosion, pelvic pain, urinary frequency, and urgency.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017. Patient codes: (B)(6). Narrative: it was reported that following insertion the patient experienced recurrent urinary stress incontinence.

Manufacturer narrative:
Additional patient codes: (B)(4) - burning sensation additional narrative: it was reported that following insertion the patient experienced burning sensation.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 7/23/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced vaginitis, numbness, urinary tract infection, and leakage. It was reported that patient underwent excision and revision of mesh on (B)(6) 2015.